Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the upstream occlusions. The device was operating out of specification with low fluid numbers as a result of a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed for an upstream occlusion in the intensive care unit. It was also reported that there was no patient injury.